Manufacturer narrative:
The device was evaluated, the investigation has been completed and the results are as follows: DHR results: the production record for the case number was reviewed, and no anomalies were identified that may have contributed to the reported event. Stock product reviewed results. No stock product was available for review since the device was fabricated per physician's prescription only. Investigation methods/results. Customer did not return the reported device for investigation to date. However, the non-visual device investigation has been completed. Root cause description. Based on the complaint description, a definitive root cause could not be established; however, it is plausible that the appliance failure resulted from normal wear and use over time. Additional information: the section g3 updated. The manufacturer internal reference number is: (B)(4).

Event description:
It was reported that the anchor of a silent nite 3d sleep appliance broke off. The patient reported that the anchor broke off (no date provided) when using device for the night, no harm or injury reported. Patient discontinued using device. It was reported that the device was rinsed prior delivering to patient, no information on how the patient maintained the appliance.

Manufacturer narrative:
The device is expected to be returned for analysis. Once the investigation is completed a supplemental report will be submitted. The manufacturer internal reference number is: (B)(4).